Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding the telemetry report included with the returned product form which indicated a motor stall occurred on (B)(6) at 21:02 and recovered at 21:11 (that same night), the rep reported that the patient told him that he had not had a magnetic resonance imaging (MRI) procedure at this time. No other factors were reported that may have caused or contributed to the motor stall and recovery on (B)(6) 2019.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-oct-2003, UDI#: (B)(4), implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of dilaudid at 12.6 mg/day, 20 mg/ml of bupivacaine at 12.6 mg/day, and 2 mg/ml of clonidine at 1.25 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2019, it was reported that the patient's pump had stalled on (B)(6) 2019. The patient was scheduled for a routine elective replacement indicator (eri) pump replacement procedure. The pump was interrogated in pre-op and it was noted that the pump had stalled on (B)(6) 2019 and was ultimately stopped due to the pump being stalled too long. No environmental/external/patient factors that might have led or contributed to the issue were noted. The patient's pump was replaced on (B)(6) 2017. It was noted that the pump would be returned for analysis. During the replacement procedure, the patient's catheter could not be aspirated. The patient was not consented to a catheter revision procedure, so the catheter remained in service. The hcp, after trying to aspirate the catheter without success, decided that they would schedule a catheter revision if the patient was not therapeutic. The patient would be monitored post-operatively to see if they become therapeutic. The patient's therapy was set to the lowest programmable rate. The rep speculated that the patient would most likely be scheduled for a future catheter revision procedure, but confirmed that no revision had been scheduled. No environmental/external/patient factors that might have led or contributed to the issue were noted. No patient symptoms were reported. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated for the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was returned to the manufacturer. It was indicated the device was also being used to deliver 100.0 mcg/ml of ziconotide at 62.93 mcg/day. The logs were provided and indicated a motor stall occurred on (B)(6) 2019 at 21:02 and recovered at 21:11. A second motor stall occurred on (B)(6) 2019 at 08:00 with a stopped pump period may exceed tube set message on (B)(6) 2019 at 08:00. The log also indicated that the elective replacement indicator (eri) occurred on (B)(6) 2019.